Event description:
It was reported that a pediatric patient underwent an orthopedic procedure on an unknown date and topical skin adhesive was used. Post op, the patient developed a rash where the dressing was applied. It was reported that the patient developed a ¿stevens-johnson¿ type rash. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.